Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2019 and barbed suture was used. When the surgeon was pulling the suture with the usual force, during fixation of the tab, the suture was broken. It was found that the fixation tab had been broken. The whole suture escaped from the tissue. There were no adverse consequences to the patient. No further information is available.